Manufacturer narrative:
A field service engineer (fse) was dispatched, and the device was evaluated. The fse reported that the device was working "fine"; the fse noted that the work order was cancelled, and no further actions were performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 111b ((post) check vent: 35 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 111b ((post) check vent: 35 v supply failed). The customer requested that the power management (pm) board be replaced.